Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl. Reportedly, the customer was ¿in correctly [sic] loading the syringe and the cartridge¿ leading to the elevated bg, no information was given regarding how customer treated their bg. Reportedly customer has since been retrained on loading process and has continued to use the pump for insulin therapy.